Event description:
Nurse using latex gloves, developed intense burning; itching and hives up to her elbows. Within 2 mins of removing gloves she had developed shortness of breath with inspiratory and expiratory wheezing, edematous hands, itchy, watery eyes, normal discharge and sneezing. She consulted a dr, who "drew blood" and diagnosed her with latex hypersensitivity.